Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found, full lead. Visual inspection: a cut in the outer insulation breach was noted. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that implant attempt, the physician attempting to place the lead three times but each time after advancing the helix the lead would drop out of place. The device was not implanted. No patient complications have been reported as a result of this event.